Manufacturer narrative:
This information was received from the mechanical circulatory support product surveillance registry study. Continuation of section 10: lead: 429678; implant date: on (B)(6) 2013; lead: 6947m55; implant date: on (B)(6) 2013; investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient was admitted due to the ventricular assist device (vad) exhibited frequent multiple low flow alarms. A computerized tomography (CT) was performed no anomalies were found.   The patient had an right heart catheterization (rhc) with increased speed to 2700 then subsequent decreased to 2600 after increase in suction and ventricular tachycardia (vt) events. With the  increase in speed and intermittent intravenous (IV) fluids the patient mean arterial pressure and low flows improved and the patient became asymptomatic. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the increased in speed was performed by the physician.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow event could not be confirmed via review of the controller log files since log files were not available for analysis. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient did not have a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.